Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that their diamond-flextriangular retractor "broke" during a patient procedure.

Manufacturer narrative:
Steris made multiple attempts to contact the user facility to obtain additional information regarding the reported event however, the user facility has not responded. The diamond-flextriangular retractor was requested back for evaluation however, to date, the device has not been returned. Without the return or evaluation of the device, the cause of the reported event cannot be determined. The instructions for use states, "1)prior to use, inspect device to ensure proper function and condition. Do not use devices if they do not satisfactorily perform their intended function or have physical damage and 2) inspect devices before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device. Return device to authorized repair service center for repair or replacement." User facility personnel were counseled on the importance of properly inspecting the device prior to use. No additional issues have been reported.